Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a device change out procedure. It was previously noted that the atrial lead exhibited high capture threshold and high impedance. Other electrical measurements were normal. The device was reprogrammed. The patient experienced no complications.

Event description:
New information on (B)(6) 2016 stated that the right atrial lead was capped. No further information was available.